Event description:
It was reported that the atrial lead fractured. The lead was capped during a device change out procedure. No patient symptoms were reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This product does not have nor require an UDI, the previously reported -un known- should be replaced with n/a and null field.

Event description:
It was reported that during a device change out procedure, the atrial lead fractured. The lead was capped. No patient symptoms were reported.